Manufacturer narrative:
Neurological dysfunction as a potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of these. The heartware® system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a neurological event. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed include the patient's unique anatomy, and related comorbidities. There are patient and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a vad coordinator that the patient had an onset of right facial droop and aphasia on (B)(6) 2016. He awoke at 08:30 and did not speak after 30 minutes and emergency medical service was called, they reported that 4 days earlier his inr was 4.0, but in ER int was 1.5 seconds. On (B)(6) 2016 cta head showed left proximal m2 occlusion, (B)(6) 2016 cta neck revealed conventional arch, right dominant vertebral artery, no significant stenosis in the cervical ica's bilaterally, small infarct possible. The patient was not a tissue plasminogen activator candidate. The patient was immediately transferred to another center for endovascular intervention. Angiographic visualization of the occlusion was done at 13:23, initial reperfusion at 15:00, after thrombectomy that was successful with tici 3 final reperfusion. Post procedure cth 15:58 showed no ic hemorrhage. Repeat CT head on (B)(6) 2016 showed subtle hypodensity of the left insular region may represent patients' known mca infarct. Punctate hypodense focus in the left frontal lobe was not seen on outside study and suggestive of petechial hemorrhage. Anticoagulation was placed on hold at time of event. The patient had no motor deficits, and some residual expressive aphasia. On (B)(6) 2016 cardioembolic left mca stroke now s/p intra-arterial thrombectomy with no residual deficits at this point. Small intraparenchymal hemorrhage in the left frontal region with no significant deficits. On (B)(6) 2016, the patient was started on aspirin. Repeat CT of head prior to starting heparin. The patient's final discharge date was (B)(6) 2016 with no residual effect from the stroke.